Event description:
It was reported the implantable neurostimulator (ins) was bulging out the first time and was removed. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review determined that information previously reported should have been reported as implantable neurostimulator (ins) was bulging out the first time and it moved the end of (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial (B)(4), product type: lead. Product ID: 97754, serial (B)(4), product type: recharger. Product ID: 97740, serial (B)(4), product type: programmer, patient. A supplemental report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
The ins was returned for analysis. The patient had been scheduled for a pocket revision to anchor down the implantable neurostimulator (ins) but the patient complained of burning and shocking at the ins site. The health care provider (hcp) elected to replace the ins instead. This replacement occurred on (B)(6) 2014. The manufacturer representative was unable to interrogate the ins on the day of the replacement because the ins was overdischarged. A different representative had been working with the patient prior to the replacement surgery. It was confirmed that normal impedances were measured at these previous meetings. It was confirmed that there was no patient injury. No further complications were reported.

Manufacturer narrative:
Analysis product ID#: 97714 found stim ins/battery/reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were previous submitted. No new updates to the analysis results have been made. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient said she kept having problems with her battery and had three surgeries to deal with the battery. The patient said their first battery was replaced after she felt a little jolt and could not get the battery to charge so he took that one out. No further information was reported.